Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after knee replacement had been performed in 2008, the patient experienced ap laxity. This adverse event was solved with a revision surgery on (B)(6) 2022, in which the gii ps insert sz 5-6 9mm was found to be broken. The patient is healthy.

Manufacturer narrative:
Section a2, d4, h4 and h6 were updated. Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 14 years post implantation in a ¿sporty¿ patient due to ¿ap laxity¿ with a suspected insert post breakage. Reportedly, intraoperative findings confirmed broken insert. It was communicated that the requested clinical documentation is not available. The patient is reportedly healthy. Without the requested clinical documentation, the clinical root cause of the reported event could not be fully assessed. The patient impact beyond the reported laxity, insert post breakage and revision could not be determined, although the patient is reported to be healthy. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that fracture of the implant can occur as a result of trauma, strenuous activity, improper alignment, or duration of service. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, the inspection includes the verification of part configuration per print. Also, material specification includes to control the quality and manufacture of ultra-high-molecular-weight polyethylene. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, fit/size of device, overuse or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number:(B)(4) section d4 (lot number) was corrected.